Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited elevated pacing impedance measurements, and shock impedance measurements of greater than 200 ohms. A surgical revision was performed, and the lead was replaced. No additional adverse patient effects were reported.